Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the device was running rough. During repair it was observed that the gearbox was corroded and worn out causing the device to run rough. It was determined that this issue was consistent with normal wear over time. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was discovered that the compact speed reducer device was taking extremely long to create perforations. It was further reported that the device was getting warm. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.